Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had vena seal treatment carried out on the great saphenous vein (gsv) under local anaesthesia. The procedure was carried out successfully. It was reported that the catheter tip was 5 cm caudal to sjf, per the IFU. Ten days post procedure, during routine follow-up, the patient presented with "ehit"/dvt extending 1 cm into the common femoral vein. The patient was placed on anticoagulation therapy and ultrasound surveillance will be continued.